Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a long-term ilet user experienced hyperglycemia with cgm readings in the 200¿296 mg/dl range for approximately five hours after dinner, alongside a recent a1c increase from 6.8 to 7.6, and expressed concern that the algorithm had maladapted; the user acknowledged occasional mis-announcements and has been preemptively correcting when glucose is in the 80s¿90s, and they use a dexcom g7. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education regarding the impact of preemptive corrections and mis-announcements on automated insulin delivery. Investigation of this case revealed no device alarms or hardware malfunctions and suggested that user behavior, including preemptive correction and mis-announcements, could contribute to increased insulin delivery patterns and time out of range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.